Event description:
It was reported that the patient presented due to unrelated pain at the site of the device. Upon interrogation, episodes of vf due to noise were observed. The noise was reproducible in clinic. Fracture was also noted. Lead was capped and replaced.